Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers 3006705815-2019-02119, 1627487-2019-06601. It was reported that patient was not receiving effective stimulation from their scs system. In turn, the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers 3006705815-2019-02119, 1627487-2019-06601.

Manufacturer narrative:
The report of ineffective therapy was not confirmed. Analysis of the lead found multiple outer tubing breaches as a result of the explant procedure; at one of the breach locations broken wires were observed; electrical testing confirmed opens at channels 2 and 8. These fractures are consistent with the explant procedure. No evidence of pull out was observed on the terminal end of the lead; there were setscrew indicators on the appropriate contact suggesting that the lead was properly secured.